Manufacturer narrative:
Device 1 of 1. Common device name: hydrophilic cure catheter®. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by product end user through their product distributor that the " catheters are horrible hurting, raggedly cut". The end user alleges that she "has another infection and is on antibiotics again". No photographs depicting the reported complaint issue were received.